Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel was observed via a merlin home transmission. The patient was asymptomatic. Programming changes were made. Device remains implanted.